Event description:
It was reported: pt originally went in for a tha on (B)(6) 2010. A 54m tritanium shell used, with screws and a 32 'e 0 degree x3 liner. Exeter 44 #2 stem was also implanted (along with 32mm lfit v40 head and 12mm bone plug). Three to four weeks post-op, pt dislocated hip (pt was potentially pushing recovery too hard, by reaching down to touch toes and in the process tore her gluteal muscles). This was followed by 1-2 more dislocations, before a revision on (B)(6) 2010 to put in a constrained liner. Shell remained in situ from the revision, with original liner removed and constrained liner inserted. Gluteal muscles were also re-attached using mitek anchors. Six week post-revision x-ray was all good, however pt felt clicking in hip and grabbing pain in (B)(6) 2010. Received an x-ray on (B)(6) 2011, where another revision was recommended. Re-revision was performed on (B)(6) 2011, where the triatanium shell from the original operation ((B)(6) 2010) and constrained liner (from (B)(6) 2010 revision) was removed and replaced with a triatanium 56mm 'e' shell (along with 3x screws) and trident 0 degree constrained liner 'e' (and associated 22mm head). The original exeter stem remained in situ".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # 690-00-22e, lot # mjdjtd, description: trident 0 deg constrained insert 22e. This is the same pt/event as MFR # 9616680-2011-00280.